Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported ¿during deployment, the distal sheath (middle of the black portion) detached from the device¿ was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The returned device analysis condition indicates torsional manipulation applied during device placement attempt likely contributed to a break of the guide and subsequently separating during deployment. The subsequent treatment to remove the separated portion with a snare appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional procedure with a 6f sheath. Reportedly, during deployment, the distal sheath (middle of the black portion) detached from the device. A snare was inserted and the detached portion was successfully removed from the anatomy. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.